Manufacturer narrative:
The video monitor, a single use blade, and the smart cable were returned to verathon (B)(4) for evaluation. The returned products were evaluated by technical services the reported blue lines and no image could not be confirmed. The video monitor was allowed to auto power off with the smart cable and single use blade attached two times, each time when powered back on the image appeared as expected with no blue lines. The video monitor was tested to specifications and returned to the customer. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the video monitor turned off. When the video monitor was powered back on the screen had blue lines going through it with no image displayed. Reportedly the glidescope was not used to complete the intubation, however no delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.